Event description:
It was reported to boston scientific corporation that during preparation for a procedure using an uphold lite vaginal support system, as the physician was trying to load the capio device outside of the patient, the needle detached. All other information is unknown. Attempts to obtain additional information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.